Event description:
Additional information was received from a healthcare provider (hcp) via company representative (rep) indicated the patient had surgery on (B)(6) 2023 for pump replacement and possible catheter revision. Today, when opening the pump pocket, the doctor noted a dark fluid in the pocket, which he thought was from an old hematoma. This fluid was sent for cultures, which would take a week or so to finalize. The doctor also removed an old pouch from the pocket. After disconnecting the catheter from the pump, cleaned the tip of the pump connector and then took a needless tb syringe and aspirated. He made two unsuccessful attempts of aspirating and had some resistance, on his third try aspirating he started getting fluid. It was noted he had dislodged whatever was blocking the catheter and now the catheter was flowing great. Dye was injected into the catheter and no leaks were seen and the tip was at t9, the catheter was then flushed with pfns. We removed 19mls of hydromorphone 20mg/ml from the old pump and transferred it to the new pump, and the expected reservoir volume was 14.6mls. The new pump was then connected to the catheter and put back in the pocket. Once back in the pocket he used the catheter access port (cap) to aspirate to make sure he still had good flow, which the flow was very slow. He examined the catheter in the pocket and noted a kink, this was fixed, and the catheter had good flow once again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (20mg/ml at 1.999mg) via an implantable pump for unknown indications for use. It was reported that a roller study was completed and successful. The unknown 2001 catheter could not be aspirated. Patient has reported withdrawal type symptoms. There was a discrepancy in the pump reservoir last refill. The expected volume was 3.6ml but 14.1ml was pulled. The healthcare provider was planning to have the catheter and possibly the pump replaced. The issue was not resolved. Patient status was alive no injury.

Manufacturer narrative:
Continuation of concomitant medical product(s): product ID neu_unknown_cath, product type catheter. Device information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unkcath implanted: (B)(6) 2001: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.